Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during a mucosectomy procedure performed on (B)(6) 2022. During the procedure, the clip did not release from the guidewire and did not fixed in the patient's mucosa. The device was removed and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during a mucosectomy procedure performed on (B)(6) 2022. During the procedure, the clip did not release from the guidewire and did not fixed in the patient's mucosa. The device was removed and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip did not release from the guidewire. Block h10: investigation results. The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly and the over sheath was not returned. Additionally, the device had evidence of premature deployment and it was found that the catheter was kinked. Microscope examination was performed, and it was also noted that the bushing has hits. Dimensional analysis was performed on the bushing outer diameter, and it was observed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and it was observed that both sides a and b were within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and with evidence of premature deployment. It is important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Excluding the possibility that the components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.